Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1606200500, 510k # k131321; UDI#(B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted from th6 to s2ai levels. Post-operatively, the patient complained of low back pain. It was observed that the rod was broken. As a result, a revision surgery was performed to explant the broken rod. The products came in contact with the patient. No fragment of the rod remained in the patient. The patient has achieved solid fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the fracture surface identified a quasi-brittle fracture with ratchet marks followed by convex striations through the cross-sectional area, consistent with cyclic fatigue. The diam. Of the rod was checked and meets print spec. If information is provided in the future, a supplemental report will be issued.